Event description:
It was reported that the patient was admitted to the emergency room complaining of tiredness and diaphragmatic and phrenic nerve sti mulation. A x-ray showed that the patient's right ventricular (rv) lead had dislodged and was now located in the superior vena cava (svc). It was also reported that the lead exhibited high thresholds and sensing problems. The rv lead was deactivated and later revised. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. The analyst commented that on (B)(6)-2016, rv capture threshold has risen to 2.5v and is consistently above 2.5v. It was also noted that analysis of the device memory indicated a r-wave amplitude measurement issue. The analyst commented that on (B)(6)-2016 rwave amplitude measured 3 mv and dropped to 1.25 mv on (B)(6)-2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.